Event description:
(B)(4) study. Same case as MDR ID: 2134265-2013-06396; 2134265-2013-06400; 2134265-2013-06397. It was reported that substernal chest pain, shortness of breath on exertion, restenosis and myocardial infarction. On july 2010, the patient presented with chest pain and was diagnosed with unstable angina and ischemia. Cardiac catheterization was recommended. Two days from admission, coronary angiography and index procedure was performed. Target lesion #1 was a de-novo lesion located in the distal right coronary artery (rca) with 75% stenosis and was 12 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50mm x 24 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion extending from mid rca to distal rca with 75% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of 2.50mm x 24 mm, 3.0mm x 28 mm and 3.0mm x 20 mm taxus liberté stents. Following post dilatation, residual stenosis was 0%. A 3.0 x 32 mm taxus liberté stent was also attempted to be deployed in target lesion #2 but was not implanted since it was unable to cross lesion. It was also reported that a kinetix guide wire was unable to cross. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with substernal chest pain associated with shortness of breath on exertion and was diagnosed with multi vessel coronary artery disease and the patient was hospitalized on the following day. Electrocardiogram (ECG) revealed ischemic symptoms and troponin was elevated. Cardiac catheterization was recommended. Two days from admission, the 100% in-stent restenosis (total occlusion) of study stents placed in mid rca was treated with coronary artery bypass graft (CABG) x 4 vessels with reverse saphenous vein graft (svg) to right posterior descending artery (rpda), left inter mammary artery (lima) graft to left anterior descending (lad) artery, reverse svg to diagonal and reverse svg to 1st obtuse marginal (om). At the time of the event, the subject was only on aspirin and the study drug per protocol was last taken on december 2012. The event was considered recovering/resolving. Six days post procedure, the patient was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that prior to the index procedure, the patient presented with abnormal stress test result. During the procedure, the kinetix guidewire that was unable to cross was replaced by a non-bsc guidewire. In addition, target lesion #1 was extending to the right posterior descending artery (r-pda) and target lesion #2 was a long lesion from proximal right coronary artery (rca) extending to mid rca and not mid rca to distal rca as previously reported. The study stents that were implanted in target lesion #2 were placed in an overlapping manner. In (B)(6) 2013, the chest pain that the patient experienced was radiating to both arms. The elevated troponin that was reported is not consistent with myocardial infarction(mi). However, patient was diagnosed with non q wave non st elevation mi. In addition, no stent thrombosis of study stents placed in mid rca was noted. On (B)(6) 2013, the event was considered resolved without residual effects.